Event description:
Reporting issue: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that 3.0 x 08 mm rx vision balloon ruptured during inflation to deploy the stent. A balloon was used to post dilate the stent and the procedure was completed. Reportedly, there were no pt effects. No add'l event or pt info is avail.

Manufacturer narrative:
Results - product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion. Eval summary: qa analysis revealed that the stent delivery system (sds) was returned with blood and contrast in the inflation lumen and guide wire lumen. The stent implant was not returned. The balloon was loosely folded. There was no damage noted to the sds. A new indeflator was used in an attempt to pressurize the balloon, when fluid leaked out of a longitudinal rupture, 5 mm distal to the proximal balloon seal. The rupture was 2 mm in length. There were no scratches found. The sds was sent to the scanning electron microscopy lab for further analysis. Product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion.